Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) that there was concerns that the tachy portion of this device was not working and the device was possibly malfunctioning. The device was pacing. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information, but was unable to provide additional detail. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this device was electively explanted. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.